Event description:
This is the third of three reports for the same patient involving three separate products. Refer to report 9611594-2015-00009 for the first report. Refer to report 9611594-2015-00010 for the second report. (B)(4) received a report stating the transgastric enteral feeding tube clogged and eventually burst. The burst opened distally, about an inch past where the jejunal and gastric ports connect. There were no jagged edges from the bursts but it was a straight tear as if it could have been cut. The nurses stated they are flushing the enteral feeding tube every two hours with warm water and the tube was also flushed with the feeding pump after feedings. No additional information was provided in regards to the patient's status.

Manufacturer narrative:
The actual complaint product was not returned for evaluation. A review of the device history record is not possible as no lot number was provided. (B)(4) has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. (B)(4).